Event description:
Epidural catheter was inserted in laboring ob patient without difficulty. When catheter was removed, it broke, leaving approximately 12 cm. Both catheter and wire remain embedded in patient. Patient suffered no adverse consequences. Recommendation from several anesthesiologists is to leave the piece of device where it is.